Manufacturer narrative:
Product ID: 37743, lot# serial# (B)(4), product type: programmer. Patient product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was later reported that group c had ¿stopped working completely.¿ the patient reportedly switched to group b but it was not providing coverage/benefit she needed. It was noted that the event occurred the night prior to the report. It was stated that the patient had a random pulse shock ¿earlier in the week¿ while using group c, but she thought it was ¿just a positioning thing.¿ it was reported that there was a high impedance issue. The stimulation reportedly ¿stopped working¿ one week prior to report. It was noted that there was an impedance reading of greater than 10,000 ohms on 3 electrodes. The device was reprogrammed around the high electrodes and the patient had coverage again. A supplemental report will be sent if any additional information is received.